Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that she called 911. The paramedics and the police arrived at the customer's house, who then called the coroner to come out. The cause of death was copd and diabetes. The caller stated that the customer had neuropathy. The caller did not know the customer's blood glucose at the time of death. The caller stated that they do not remember whether the customer was wearing the insulin pump at the time of death or not. The customer did not use sensors. The caller stated that they no longer have the customer's insulin pump; it was never returned to the family. Since the caller did not have the insulin pump at the time of the phone call the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.